Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the pump was "put in wrong, the pump was too big and not hooked up." She stated she kept getting the pump filled. She noticed a bubble on her back, and the doctor she was seeing at the time told her not to worry and that it was a hematoma. She said the bubble got huge, and they broke it open and it was spinal fluid. She went to a surgeon in (B)(6) to have the device removed. The surgeon told her that morphine and spinal fluid was "leaking all over her body." She said she now has all kinds of scar tissue. The system was explanted in (B)(6) 2012. The patient stated she first noticed the bubble "sometime around there." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2018. It was reported that the pump was leaking around the pump and the patient's spine about 6 months post implant. The patient noted the implanting physician did not hook up the pump properly. The patient had a large bubble of fluid at the base of her spine which the doctor insisted was a hematoma but the patient insisted that the bubble be opened, and when it was, "spinal fluid and morphine poured out." She said the doctor told her the morphine had been leaking for quite a while. After the removal in (B)(6) 2012, the patient had very large scars and scar tissue buildup on both her stomach and spine. She noted the pain from the scar tissue is "unbearable." The patient's weight was not reported. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc; lot# n283554006; implanted: on (B)(6) 2012; explanted: on (B)(6) 2012; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.